Manufacturer narrative:
Corrected data: date of this report -it is corrected to 12-april-2018 in the initial MDR. Received by MFR -it is corrected to 12-april-2018 in the initial MDR. Returned to manufacturer : 30-mar-2018. (B)(4).

Manufacturer narrative:
(B)(4). Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. No similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
A 13.2mm, micl13.2,-4.0 diopter, implantable collamer lens, was returned undamaged. Note on the lens packaging box indicated "(os)opened, implanted, exchanged". Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.